Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The device powered up to an error code. The device had internal contamination. The main printed circuit board (pcb) was out of specification electrical. The hanger assembly was cracked. The upper and lower cases were contaminated. The lower cases were contaminated damaged. The encoder assembly was damaged. The main seal was damaged. The display and frame were contaminated. The case screws and encoder nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code when powered on. The epg was returned for service. There was no patient involvement. 2019-12-11 it was further reported that the epg subsequently tested out of specification during manufacturer's analysis.